Event description:
It was reported that the customer had a meter blood glucose alarm on the insulin pump. The customer's blood glucose level was 130 mg/dl. The troubleshooting was performed. The customer was advised to replaced sensor as blood on connector can possibly damage transmitter pins. The customer was advised to call for assistance at any time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.